Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, a cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was damaged. The drive support cap was sticking out. Insulin was coming out of the drive support cap. The insulin pump had a forced reset. The customer's blood glucose level was 130 mg/dl. She had a hard time controlling her blood glucose levels. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).